Event description:
Used device during hemorrhoid procedure-device was supposed to staple and divide tissue. Staples did not mesh and instead of cutting, the instrument "chewed" the tissue. Surgeon had to do additional repair work on pt.